Manufacturer narrative:
A free air test was conducted on one array of the unit to identify the presence of performance issues. Temperature readings of 112 degrees fahrenheit after 45 minutes of power verified unit to be performing within established guidelines. Additionally, upon inspection, a jack solder was found not to be intact. This would not have contributed to the reported incident as it would have disabled the array.

Event description:
Patient developed two blisters following treatment with the anodyne professional unit. The blisters measured approximately 1 inch in diameter (left calf) and 1x.5 inches (right calf). Patient received medical treatment at the clinic where she received anodyne treatment.